Manufacturer narrative:
B3: 2025 was the year of the reported event but the exact day/month were not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a bad downstream occlusion (dso) sensor was found. The dso sensor was replaced to fix the issue.

Event description:
The device was returned due to the cassette sensor reportedly being defective. The results of the investigation found and confirmed that the device had a bad downstream occlusion (dso) sensor. There was no patient involvement.